Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the mx40 had a speaker malfunction. It is unclear whether the device produced sound or not. No patient involvement.